Event description:
The lead impedance has had a high threshold when run at a pulse width of 0.4. Threshold is at 0.4ms; it was 4.0mv. Another threshold test was done at a pulse width of 1.0 and the threshold was 1.9mv. Procedure note from (B)(6) 2010 indicates that md had difficulty with the implant and at implant threshold was 3.6 at 0.4. No action was taken and no adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2018 - this lv lead pacing threshold is >3.5v. No action was taken. The lead remains implanted.